Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was never received. A further review of the glucose data on dms revealed optical instability which most likely contributed to the observed inaccuracies. As part of resolution, the customer was given a sensor replacement. B4.date of this report 10 august 2025. G3.date received by the manufacturer? 10 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and rovided the below set of examples for review. Date / time / sg value / bg value a. 11/05 08:37 159 mg/ml 309 mg/ml b. 11/05 07:13 n/a 276 mg/ml c. 10/05 20:54 111 mg/ml 306 mg/ml the issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.